Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a 40-year-old, female patient, an arc was heard from the electrode pads.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The one step CPR complete electrodes were returned to zoll medical corporation for evaluation. The pads were returned without the pouch or the styrene booklet. The pads were stuck together, and inspection revealed an exposed self-test wire from the apex pad, which could cause arcing to the patient's skin during defibrillation. The electrodes undergo 100% visual inspection to ensure proper assembly. There was no other observations identified with the pads and tested successfully. Proper storage and opening of the electrodes are essential to maintaining product integrity. No trend is associated with reports of this type.